Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to shorted blue (can l) and white (drvn gnd) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the shorted wires was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt had non-functional ecgs.